Manufacturer narrative:
H3) the instrument was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the probe was slightly bent at the tip. The probe was able to insert into the mating instrument as intended. Codes: b01, c07, d02 g2) foreign country: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that deformation of the tip was suspected due to poor verification of the probe instrument. There was poor recognition of the other instrument. No known impact to patient outcome. There was no surgical delay. No further information available. Additional information was received. It was confirmed that the instrument did not verify.